Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.